Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the low 50's mg/dl. The customer experienced low readings for the whole month. The customer was advised that her health care provider will be the one who will need to change her settings. The customer stated that she went to the hospital for a non-diabetes related issue. The customer also had blood glucose reading of 316 mg/dl. The customer did not treat because she was out of insulin. The customer was advised to speak to their health care provider regarding the low readings.